Event description:
The surgeon attempted to deploy the device on the right side, it did not deploy. The surgeon then attempted to deploy the device on the left side. The device came out after it was inserted. There was no harm to the patient.